Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cartridge was removed from the pump outside of the load sequence and the customer did not receive a cartridge alarm (cartridge alarm 25 - removed cartridge alarm). There was no reported impact to the customer's blood glucose level due to this issue. Tandem technical support instructed the customer to reload the cartridge onto the pump to address the issue.